Event description:
It was reported that a spectrum iq pump had a "door failure" during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door failure" was not reproduced. A review of the event history log revealed "shut door - power off " messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined, however evaluation determined to perform case shimming. Should additional relevant information become available, a supplemental report will be submitted.